Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in medwatch form mw5162760 that patients system was explanted and replaced with an unknown system for an unknown reason on an unknown date. Initial reporter elected not to be identified